Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly. Unit received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing, however unit received with corroded home motor switch and corroded electronic assemblies due to moisture exposure.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose level was 236 mg/dl. Customer also stated that they were not able to clear the alarm. It was also reported that the insulin pump was working fine and self test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.